Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change for normal eri the rv lead exhibited externalized conductors. Patient was asymptomatic. Externalized conductors were observed via fluoroscopy. No other electrical anomalies were detected. The physician will reschedule the case to prepare for a laser lead extraction.

Event description:
New information notes that the lead was explanted and replaced by a competitor lead. No further information provided.

Manufacturer narrative:
The field report of insulation abrasion was confirmed. A partial lead with the lead tip measuring 52.0 was returned for analysis. External insulation abrasion was noted at 40.2 to 40.4cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.5 to 13.2cm and 11.1 to 13.2cm from the distal tip. The inner coil lumen was abraded while the etfe coating was intact at these locations. Internal insulation abrasion was noted at 15.3 to 16.2cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 25.8 to 27.0cm from the distal tip. One re cable was abraded. All other damages were consistent with that occurring at the time of explant.